Event description:
Boston scientific received information that the health care provider was having difficulty getting right atrial (ra) lead diagnostics. Boston scientific technical services (ts) was consulted and discussed getting an x-ray to see if the ra lead was dislodged. No adverse patient effects were reported.

Manufacturer narrative:
At this time the physician and health care provider are still coming up with a plan of action for this issue. A right atrial (ra) lead dislodgement has not been confirmed, but there has been no report of x-rays taken yet. The patient has sinus rate of sixty seven beats per minute and has had no adverse effects. This report will be updated if further information is received.